Event description:
The unit was underfilling final containers, based on reports from nursing for a week that tpn bags were empty 1 to 2 hours earlier than the 24 hours for which they were programmed. The caller reported no alarms or disturbances to containers during filling. They calibrate the unit before the first bag of the day is compounded and every third bag of thereafter. They prestretch tubing and turn rotors during transfer set installation which is done three times a week. Reporter advised caller not to prestretch tubing and to change sets every 24 hours. User was advised not to use unit which was swapped out. F/u; caller stated there were no apparent consequences for pts, she also stated that before product services was called, the unit was tested by programming it to deliver 1000 ml of amino acid solution into a final container, but the volume measured in the final container was only 900 ml.